Manufacturer narrative:
Date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a basic evaluation trial patient with an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported by a basic evaluation patient that the leads ¿hurt¿ them and that they cannot move. The patient stated ¿ow,¿ while on the call. The patient mentioned that they would have the urge to go but couldn¿t void and then they would have an accident when they would sit. No further complications were reported at this time.